Manufacturer narrative:
(B)(4): 1627487-0726012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had unwanted stimulation in the groin area. It was reported the pt had stimulation coverage of the pain pattern. In addition, the pt reported the ipg would turn off and back on without prompting. The sjm representative met with the pt and confirmed the ipg was turning on without prompting. It was reported the pt had 7 mris performed while the scs system was implanted. Follow up identified the physician replaced the ipg. It was reported the leads were tested intraoperatively, with no anomalies. Further follow up identified the pt had regained effective stimulation postoperative.